Manufacturer narrative:
This product is manufactured in (B)(4), but is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4): based on the complaint history, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.5/+1.5/x094 diopter in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Patient visit on (B)(6) 2015 was 20/13.see MFR. #2023826-2015-01268 for left eye.